Event description:
Covidien received information stating that during patient use of the ht70 ventilator, the alarm silence/reset button automatically changed. The device was exchanged for another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4)